Event description:
It was reported that, while in use on a patient a 980 ventilator had an erratic graphic user interface (gui) display and an error message was generated. Although ventilation did not stop, the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer could not duplicate the reported issue.